Event description:
The pt reported that the 'down' button is difficult to make respond. The pt denies exposure to water or unusual activities.

Manufacturer narrative:
The pump has been returned to animas. Eval has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.